Manufacturer narrative:
Concomitant medical products- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent for an implantable cardioverter defibrillator (ICD) check from the post anesthesia care unit (pacu). Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for high rv threshold. It was noted that the high thresholds appear to be a chronic issue and the current threshold is within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.